Event description:
It was reported to baxter (B)(4) that a folfusor lv 10 over delivered during patient use. The device was being used to deliver 3832 milligrams 5-fluorouracil in 230 milliliters nacl to the patient. The infusion was completed in 4 hours, which was quicker than the 24 hours the facility had anticipated. There was no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: one device was received for evaluation. Visual and functional tests were performed, and overinfusion condition not confirmed. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.